Event description:
It was reported that the oximetry sensor was reading low on a pt in an intensive care unit setting and the pt had a blood gas analysis performed for verification. The patient¿s blood gas results were received and indicated a higher spo2 reading. A potential malfunction cannot be ruled out at this time. No serious injury or death is associated with this event, and medical intervention was not required. Ge healthcare¿s investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
There are multiple physiological reasons that can cause this (such as pigmentation, decompensating pt, etc.) And we do not know if/when supplemental o2 was provided before the abgs were drawn (which would also affect the spo2 reading).